Event description:
Additional information received from MFR. On 5/03/99: a search of the co's records and files of investigations of complaints for electric breast pumps, produced by gerber products co., showed no returned unit or inquiry.